Manufacturer narrative:
Evaluation summary: the analysis results showed that one device was returned with no visual non-conformances and with three fully fired cartridge reloads present. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The sample line was complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open chest surgery / pneumonectomy procedure, the surgeon placed the device with a white cartridge on pulmonary artery. After holding for 15 seconds, the device was fired. The staple line information looked sufficient for 10 seconds. After 10 seconds, a huge leak occurred from staple line/staple side pulmonary artery. There was patient bleeding. The amount of bleeding was reported to be six liters. The artery was closed. It was not reported what was used to complete the procedure. The procedure was prolonged an undisclosed amount of time. Patient taken to observation ICU after the procedure. Three attempts were made to obtain additional information and no response was received.